Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation found the device failed the pressure test and there was low vacuum alarm, establishing a relationship between the device and the reported event. The root cause was identified as an unplugged harness from pump to main pcb. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, a renasys go pump device was not working when they applied to the patient¿s dressing. The pump turned on, battery life was sufficient, rate of -120mmhg set. When the nurse pressed the play button the pump said continuous, lit up green, but did not suction down on the dressing at all and the pump motor was not audibly running. Eventually a low vacuum alarm went off despite the pump providing no suction, which was verified by troubleshooting. The treatment was completed using a smith & nephew back up device. No patient harmed.

Manufacturer narrative:
Additional information: e1.